Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported that the tube was arcing, causing a communication failure and that the system would not product x-rays until it is rebooted. There is no report of injury or death associated with the event described in this complaint.